Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Company representative.

Event description:
It was reported that the patient presented in clinic for unrelated sepsis and electrolyte imbalance. Review of non-sustained right ventricular oversensing (nsrvo) episodes found that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made and the patient was in good condition throughout.